Manufacturer narrative:
This system was used for treatment. Kit lot d735 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed and no trends were detected for complaint category centrifuge bowl leak/break or leak centrifuge alarm. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report a blood leak. Customer stated the blood leak occurred on the first cycle of treatment. Customer stated they noticed the centrifuge bowl "started to sound funny" and the blood leak alarm occurred. Customer stated they disconnected the patient from the tubing kit. The patient is stable and now receiving a new treatment. Customer decided to not return the kit or the smart card and has elected to not send any pictures. Customer stated the instrument was not damaged and technical service is not needed.